Event description:
It was reported that pump battery life had started to shorten. There was no reported impact to the customer¿s blood glucose level. Customer declined further assistance from customer technical support, and no additional information was received regarding any further actions taken.